Event description:
It was reported that internal pressure, pint, and arterial pressure, p-art, spiked to -500 mmhg with no hls set connected. The failure occurred during maintenance. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that internal pressure, pint, and arterial pressure, p-art, spiked to -500 mmhg with no hls set connected. The failure occurred during maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, there was no visible damage or corrosion to the sensor panel. A similar failure was investigated by getinge life-cycle-engineering on 2023-01-26 with following conclusion: the most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. Additionally, due to the age of the device and this component sensor panel, age related aspects can be considered as well. (The cardiohelp was manufactured on 2016-11-18). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2025-10-21 for the period of 2016-11-18 to 2025-10-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-18. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure spiked with no hls set connected" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).